Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The patient had triple vessel disease and a diseased ramus artery. The target lesion was located in the proximal left anterior descending (lad) artery. The physician had difficulty advancing a crossing wire guide catheter through the circumflex and lad, but was able to successfully cross the lesion. The physician exchanged the crossing wire for a csi viperwire guide wire and loaded the oad onto it. Three runs at low speed were performed using the oad. Post-atherectomy angiography revealed a perforation in the lad. The physician advanced a balloon across the perforation and inflated it for three minutes. At this point, the perforation was resolved and pericardiocentesis was performed. An impella assist device was advanced to the left main artery, but angiography revealed thrombus in the left main and circumflex arteries. An angiojet aspiration catheter was used to successfully remove the thrombus. The patient status remained stable throughout the procedure. A request for additional information was made to the facility, but was denied due to internal policies.